Event description:
It was reported that there was low impedance on the right ventricular (rv) lead, and an insulation failure was noted. There was also a gradual threshold rise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, ipg, implanted:(B)(6) 2008. (B)(4).